Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed high pacing impedance and non-capture on the right ventricular (rv) lead. Programming changes were performed to resolve the issue. There were no patient consequences reported.